Manufacturer narrative:
During processing of this complaint, an attempt was made to obtain complete device information.

Event description:
It was reported the patient's ipg is no longer functional. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Corrected data: h6 - medical device problem code (the code listed on the initial report was deemed incorrect per further review). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.